Event description:
It was reported that the user experienced a glucose fluctuation after accidentally announcing a lunch when glucose was approximately 67 mg/dl, resulting in a low to 39 mg/dl and subsequent overcorrection that raised glucose to 216 mg/dl, later trending down to 207 mg/dl. The event was managed under meal announcement troubleshooting and education for accidental meal announcement on the ilet system with oral glucose and food used to treat the low. Symptoms included tongue numbness during hypoglycemia, with no reported symptoms during hyperglycemia. Outcomes included transient hypoglycemia followed by hyperglycemia that subsequently trended downward, with no hospitalization. Investigation included a review of user-reported history, education on correct meal announcement practices, and guidance on appropriate hypoglycemia treatment using fast-acting carbohydrates. Investigation of this case revealed user-initiated dosing error due to an accidental meal announcement at a low glucose and a subsequent excessive carbohydrate correction, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to dosing and carbohydrate treatment behavior.